Event description:
Patient was at home on two fully charged batteries, his hvad controller began to beep, similar to the beep when connecting batteries or having a low battery. He changed his batteries to two different ones and it still occurred. Changed to ac adapter for power and the beeping would still occur. No alarms would show on the lcd screen. Patient brought to ed for further investigation . Logfiles sent to heartware/medtronic for analysis which did not reveal anything, but it was recommended to change out the controller. Controller was changed out by vad program coordinator without incident. Patient did not have any alarms on the new controller. Controller will be sent to heartware for evaluation. There was no obvious damage to the equipment when inspected in the ed. Manufacturer response for heartware hvad controller, heartware hvad controller (per site reporter): unknown.